Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00433. It was reported the patient was experiencing ineffective stimulation due to both leads having migrated. Surgical intervention was undertaken and both leads were explanted and replaced. Postoperatively, the patient was reportedly receiving effective therapy.